Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp flex device for mechanical circulatory support. During implant, the first attempt to place the rp over the impella wire was unsuccessful. The physician chose to use lunderquist wire and impella placed without issue. The patient had short ventricular fibrillation arrest in post operative care and taken back to lab for relook and right heart catheterization. The decision was made to continue care. It was noted that the patient was bleeding. Additionally, there were concerns for sepsis. High purge pressure was noted. The purge pressure high alarm was still going, and the team switched the purge to heparin. The case continued and the device was explanted.

Manufacturer narrative:
Correction: e4. The investigation of the reported failure modes has been completed. Clinical reported first attempt to place rp over impella wire unsuccessful, physician chose to use lunderquist wire and impella placed without issue. The cause of the issue was not determined as no product was returned and insufficient information was provided. High purge pressure (hpp) : data logs from the case show multiple high purge pressure events. Real time (rt) logs between 12:34pm and 1:51pm on the day of implant ((B)(6)) are missing during which first set of hpp alarms occur. Post-implant logs show a 2-hour gradual rise in purge pressure before alarms trigger. High purge pressure temporarily resolves but there is another gradual rise in purge pressure and alarms re-trigger. On 9/5 when hpp was reported there was a gradual rise in purge pressure for over 30 mins before alarms triggered again. There was also a decrease in purge flow. There was a bag and cassette change which did not resolve issue. Lysis therapy was also added to the purge. It is unknown if lysis therapy resolved issue. Logs show hpp until explant. The cause of the issue was determined to be due to biomaterial as evidenced by buildup up pattern identified in the logs sepsis/ventricular fibrillation: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
Additional information received: b5, and h6 updated.

Event description:
It was further reported that soon after the procedure, patient went to ventricular fibrillation (vf) arrest in the recovery unit, received 5mins of cardiopulmonary resuscitation (CPR), 3 defibrations, epi ivpx2, amio and lidocaine bolus. Patient was intubated during the code. Patient achieved return of spontaneous circulation (rosc) with good mental status.